Event description:
The device was used during a laparoscopic cholecystectomy procedure. The scope's visibilty was poor. The surgeon used another scope to complete the rpocedure. The hosp has reported that no pt injury occurred.